Event description:
It was reported that on (B)(6) 2014, the pt was inserted the catheter and the process was successful. On (B)(6) 2014, during the infusion outflow was found at the puncture site. Soon removed the catheter and found breaks inside the catheter. Then cut 9cm and inserted 40cm and exposed 3cm of the catheter. On (B)(6) 2014, during infusion, outflow was found at the puncture and then removed the catheter. Breaks were also found inside of the catheter after catheter was removed.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexc1880 showed one other similar product complaint (s) from these lot numbers.